Manufacturer narrative:
(B)(4). The leak was observed right after the IV set was connected to the patient¿s catheter. The device was infusing saline at the time. There was no patient injury or medical intervention associated with this event. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear-link solution set leaked between the spike and drip chamber. There was no patient involvement. No additional information is available.